Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device finished 2hrs early. The device settings: continuous infusion rate: 24ml/hr. Reservoir volume: 556ml. Air detector was off. Upstream sensor was on. Length of infusion: 24hrs. Lock level: 2. A cstd was used to fill cassette. Disposable that was a cadd administration sets - flow stop. Event occurred while in use with patient and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.